Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6120822, medical device expiration date: 10/31/2017, device manufacture date: 04/29/2016, medical device lot #: 6089884, medical device expiration date: 09/30/2017, device manufacture date: 03/29/2016. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint, reference (B)(4).

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes were underfilling. No report of injury or medical intervention. No report of blood exposure to mucous membrane.